Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that when the pump display showed that it was running, but nothing was being dispensed. They also stated that pump did alarm no flow out, but not every time this occurred. Mmdg followed up with the initial reporter, who stated the patient did have a delay in their therapy, but had not experienced any adverse effects due to the complaint. (B)(4).